Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and was hospitalized due to hyperglycemia on (B)(6) 2020. Blood glucose was unknown at the time of hospitalization. Customer was using insulin pump to treat their high blood glucose. Customer stated that she was not able to control her blood glucose and meter read high and she started to get sick. Customer stated that the insulin pump was not working. Customer treated with intravenous insulin drip for high blood glucose at the hospital. Customer was dehydrated. Customer also mentioned she was given injections, fluid through intravenous for dehydration. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap was normal. Insulin pump will not be returned for analysis.